Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that prior to initiating intravenous therapy, observation revealed the PICC line was implanted approximately 40 cm deep. Blood return during aspiration was adequate, but fluid leakage was noted from the puncture site during flushing. The on-call physician was immediately notified. The physician removed approximately 2 cm of the PICC line for flushing and identified fluid leakage at approximately 39 cm along the catheter. The physician clipped off the damaged section of the extension line. Subsequent blood return was satisfactory, the line was patent, and it was securely fixed at an insertion depth of approximately 37 cm. Intravenous therapy was resumed.